Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette line became disconnected from the heater bag during fill one of five on the home choice (hc). The patient was connected at the time of the event. The technical service representative (tsr) assisted the home patient (hp) in ending therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.